Manufacturer narrative:
One sample was returned for evaluation. Visual inspection confirmed that the blue luer cap was cracked. The exact root cause is unable to be determined, but it is possible that excessive force applied to the catheter hub during use caused or contributed to the issue. There were no manufacturing issues noted.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
Patients under care of doctor in critical care. Crack in hard plastic/leaking. Patients have elevated white blood cells and sepsis.